Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva system blood glucose results of 2.7 mmol/l, 3.3 mmol/l, hi, which on the system indicates a result in excess of 33.3 mmol/l, and 4.1 mmol/l within 10 minutes. During this time, the customer drank approximately 100 ml of lucozade. No adverse event was reported. A request was made for the return of the meter and strips.